Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient generated on the architect analyzer. The results provided were: on 12dec2019 sid43716141 = 6.44 / 1.8mg/dl. There was no reported impact to patient management.